Event description:
The luer adapter device was difficult to remove from an arterial port. The nurse tried to turn the adapter to remove it but it broke leaving part of the device material inside the port. The nurse then broke off (out) the rest of the luer device with a metal forcep.

Manufacturer narrative:
During the quarterly review of reportable events, it was discovered that on the medwatch report which provided the information entered, the customer indicated that the medwatch report was not sent to the FDA. The medwatch report was forwarded from another business unit and based on the details provided, including the user facility number ((B)(4)) it was assumed that this was a maude report. There were no other issues found during the quarterly review. After two attempts, the customer was reached and it was confirmed that the patient was sent to the hospital to have the catheter with compromised port, replaced. It was discussed that the luer-lok access device might be an alternative for particular procedures which require a port interface as this design provides the security of threading to lock, followed by complete and easy removal after a procedure. Note: the incident was investigated at the time the report was received and the evaluation summary is entered. Evaluation summary: the investigation of the reported condition was completed on (B)(4) 2010. A complaint history review was performed and this is the first complaint reported for the identified lot. A device history review was also done and there were no quality issues noted. Thirty (30) retention samples were tested for torque to break hub. The results were well above the minimum allowable torque to break hub requirement. The event which was reported was therefore not duplicated and was not confirmed as being related to the manufacturing process. Regulatory compliance will continue to monitor this lot and track and trend this condition.